Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2019 with the following findings: during investigation, there was moisture damage observed in the battery compartment. During a visual inspection of the pump, the battery compartment was found to be cracked. The battery cap was found to be stripped and unable to secure and power on the pump. A test battery cap was used and able to secure to the pump and power it on. A 12 hour duration test was completed with a test cap and there were no power losses or reboots duplicated. The original complaint of the intermittent power issue with moisture was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power. It was noted that there was moisture in the battery compartment. The yellow o-ring was visible at the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.